Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ not provided. Date of event: unknown, not provided. If implanted, give date: unknown/not provided. If explanted, give date: unknown/not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that the intraocular lens (iol) had a scratch on it discovered after injecting. This lens did touch the patient. A new one was implanted. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer: yes date returned to manufacturer: july 21, 2021 section h3. Device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification revealed that the lens was received cut in half and viscoelastic residue on the optic body and haptics , which is consistent with a lens that was handled during insertion. A damaged haptic was also observed. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.